Event description:
On 07/28/2008 the pt reported she received an e4 (occlusion) message on her insulin infusion device in 2008. She stated her infusion headset had been in use for about 5 hrs when this occurred. She stated she disconnected from her headset and successfully primed through the tubing. She switched to another type of infusion set and had no further issues until about a week later. She stated she was again using the first type of infusion set and she began experiencing elevated blood glucose readings after the infusion set had been in use for 1 1/2 days. She said her blood glucose reading was 10 mmol/l (180 mg/dl). She said she felt "some of the insulin was going in but not everything." She stated she did not see any insulin leaking from the site and the cannula was not bent when she removed the headset. Complimentary infusion sets and a guide to site mgmt were sent to the pt. On follow up with the pt, she stated the infusion sets were working properly. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.